Event description:
Surgeon unable to stabilize the intrauterine pressure above 150 to initialize the machine. Uterine sounded to 9cm, 24 ml of d5w was used to fill balloon without success. Cord to machine had only been used 3 times, second cord obtained with no change. Procedure had to be aborted.